Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No product malfunction was reported. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
End user reporting a reddened area which developed with use of the device. End user stated "reddened area beneath the lower edge of tape border of the wafer, that extends to the skin outside of the wafer. Started about five months ago. It started outside the wafer as a small red spot, ten gradually got larger over time and now appears like a blister. Also has a second area at the top of the tape border that is reddened." End user has sought medical advice in (B)(6) 2015, was prescribed triamcinolone acetone cream 0.025% and over-the-counter lotrimin cream 1.0% to apply alternating every four hours. No further information was provided.